Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2021 product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2021 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 12-aug-2021, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(4), ubd: 08-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal via an implantable pump for intractable spasticity. It was reported that the patient started complaining of increased spasticity and were experiencing withdrawal symptoms. X-rays were performed and it was determined that the catheter had migrated or disconnected. It was unknown if there were external factors that contributed to the event. The patient was referred to a surgeon for consult and repair/replacement of catheters. Surgical intervention was planned but it was unknown when it was scheduled for. The issue was not resolved at the time of the report. The patient's weight was (B)(6) pounds and their medical history was unknown. Additional information was received from the rep who reported that the hcp wasn't able to visualize the catheter well on the x-ray so they were unable to determine if the catheter had migrated or if it had disconnected or both. The cause of this was not determined. The patient was sent to a surgeon for a dye study and a catheter revision. The issue had not been resolved yet. The patient's oral baclofen was increased and that helped their symptoms. The catheter remains implanted.